Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had an itchy and irritating rash. Patient's mother stated that patient has been using IV prep and lathers it over the entire surface area. Upon removal, patient claimed there were red bumps where the adhesive was. Patient also claimed that there was a large bump where the needle goes in. Patient was not home and this information all came from the mother. Mother stated she does not know how long the redness will last. Patient went to see the endocrinologist on (B)(6) 2014 and the doctor said that there is a reaction to the pod plastic and not the adhesive. Dexcom has requested a photograph of the rash.